Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four inappropriate electric shocks due to oversensing of a small wide qrs complex. Technical services (ts) suggested reprogramming options as troubleshooting. It was noted that the presenting electrogram (egm) looked normal. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.